Event description:
It was reported that patient had a mobile power unit where the ac power cord v-locking connector was broken and did not lock. There was a broken/missing pin in the black power connector on the mpu. The patient was not experiencing any alarms while tethered on batteries.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the v-lock feature of the mobile power unit (serial number: (B)(6) not working properly could not be confirmed. Multiple attempts were made to obtain information regarding the potential return of the mpu; however, no response was received. The v-lock connector has been implemented to reduce the occurrence of the ac power cord becoming disconnected at the back of the mpu. Available information indicated that there were broken/missing pins in the mpu's ac inlet, which compromised the security of the v-lock connection. The root cause of the reported damages could not be conclusively determined through this evaluation. The device history records were reviewed for the mpu (serial number: mpu-40098) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C section 3 ¿ ¿powering the system¿) describes how to properly set up and use the mobile power unit. Instructions are provided for connecting the ac power cord to the mobile power unit using the v-lock connector. The heartmate 3 patient handbook (rev. C, section 8 ¿equipment storage and care¿) describes how to properly care for and clean all equipment, including the mobile power unit. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.